Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/30/2023, an FDA medwatch notification was received via email. A facility representative reported that an arthrex scorpion was used during a left shoulder arthroscopic case on (B)(6) 2023. The instrument was being used in the proper manner when the jaw became dislodged from the instrument. Following the retrieval all parts, another device was brought in to complete the procedure. Additional information received on 12/5/2023: the facility representative does not have the arthrex part numbers that were used during this procedure. The case was extended to obtain a replacement device. X-rays were obtained to confirm that all broken pieces were found prior to closing the patient. At this time, it's unknown the patient's outcome.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.